Manufacturer narrative:
Device history review: part number: 04.038.085s. Lot number: h517144. Part manufacturing date: 19 december 2017. Manufacturing site: (B)(4). Part expiration date: 30 november 202.7 nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h517144 of tfna screws was processed through the normal manufacturing and inspection operations with no non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h442811 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Hardware removal and surgical/medical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of one (1) titanium cannulated trochanteric femoral nail advanced (tfna) nail, one (1) trochanteric femoral nail advanced (tfna) screw, and two (2) unknown 5mm locking screws due to infection and placement of antibiotic spacer. The date of original implant was on (B)(6) 2018. Procedure was successfully completed. Patient outcome was good. This is report 2 of 4 for (B)(4).